Manufacturer narrative:
The device reported remains implanted. And therefore, not returned to lenstec. However, there is no evidence to suggest that any aspect of this device was responsible for the reported event. Additional assessment is ongoing, once completed a supplemental report will be submitted.

Event description:
Lenstec received, an email stating, "white membrane symptoms after surgery".

Manufacturer narrative:
Based on the investigation lenstec confirms that there was no evidence to suggest that any aspect of this device was responsible for the reported incident. Furthermore, lenstec's medical monitor reviewed the case and considers that surgical factors are more likely the causative factor. Moreover, lenstec cannot comment on validity of the surgical sterilization practices of the user facility. Additionally, as the lens remains implanted lenstec is unable to conduct further analysis on the actual device. However, lenstec conducted additional device testing to iso 11979 and all were within limits. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "white membrane symptoms after surgery."